Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys tsh assay, elecsys ft3 iii, and elecsys ft4 ii assay results for one patient sample when compared to the results from an architect analyzer. Information concerning the roche analyzer used for the testing was requested, but the information was not provided. Three samples from the patient were submitted for investigation and tested on a cobas 6000 e 601 module and a cobas e 411 immunoassay analyzer on (B)(6) 2017. Refer to the medwatchs with patient identifiers (B)(6) for the other assays involved. Information concerning if any erroneous result was reported outside the laboratory was requested but it was unknown. There was no allegation of an adverse event.

Manufacturer narrative:
Sample from the patient was submitted for investigation. Based on the results, an interfering factor to streptavidin was present in the sample and affected the results for ft3 and ft4. This interference is documented in product labeling for the assay. The incidence rate of the identified interfering factor is monitored on a quarterly basis.